Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related reports including this one: 3025141-2026-00224.

Event description:
It was reported that the while the small joint reamers, the adequate reamer size was determined. Upon reaming past the mp joints cartilage, the reamer caught bone, splintering several pieces of the bone surface and shortening the thumb on both sides. It was reported the both reamers used appeared to be dull.